Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3389s-40, lot# v096181, implanted: (B)(6) 2008, product type: lead. Product ID: 3389s-40, lot# v104837, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experienced sudden return of symptoms in her right leg, arm and hand starting about a week ago. The patient had a return of a tremor and has not experienced this since implantation. The patient also reported that there was a broken or damaged wire that occurred about 6 months ago. The break/damage was programmed around and no surgery was performed. The patient was unsure how the damage happened but she has been regularly hitting her head since the initial implantation in 2008. The patient has not hit her head at the lead location, however. The patient also saw an eos message and was instructed to follow-up with her health care provider (hcp). Additional information has been requested regarding the cause, intervention, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that 3-4 days prior to their ins going dead they experienced tingling. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.